Manufacturer narrative:
PMA/510(k) number - preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that upon opening the package at the distributor, the surface of the amplatz extra-stiff support heparin coated wire guide was damaged - "fuzzy." Upon receipt of photos of the complaint device, it was shown that the inner mandril was protruding from the shaft of the complaint device. The device did not come into contact with a patient.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a bend a distance of 8.3 cm from the distal end of the device. The safety wire was confirmed to be protruding a length of 3 mm at a distance of 4.3 cm from the distal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.